Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display screen issue. It was reported that the display showed "a long arrow key pointing both up and down." No further information was available. This complaint is being reported because, at the time of the contact, the issue with the display remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.